Manufacturer narrative:
Evaluated two opened/used reservoirs. Visual inspected reservoir, snap cap and septum no anomalies were found. Ran occlusion test per specifications, reservoirs were filled with diluent, connected to a new infusion sets and reservoirs into the insulin pump. Ran a manual prime and visual fluid flow through infusion set out to the tip. Conclusion, reservoirs were not occluded. (B)(4).

Event description:
Customer reported that he had high blood glucose of 299 mg/dl and he is having problems with his insulin pump. Customer stated that for the last couple of days the insulin pump was alarming no delivery. Customer stated that he changes his reservoir, infusion set and the infusion set cannula was bent. Customer stated that he will return his reservoir for analysis. Nothing further was reported.